Event description:
The report stated that after connecting the tubing to the generator and pump for use in a radio frequency ablation procedure a leak occurred at the connection of the electrode handle and the tubing.

Manufacturer narrative:
The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design has significantly reduced the trend in leakage complaints.